Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The device passed displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery test. No unexpected scrolling numbers noted. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had low blood glucose levels. No exact blood glucose levels were provided. The customer treated with orange juice. The blood glucose levels of the thereafter rose to 300 mg/dl and the customer treated with a bolus from the insulin pump. The customer reported that the buttons of the insulin pump kept scrolling while in the process of programming a bolus. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.